Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 45 mg/dl, 312 mg/dl and 195 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's reported product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.